Event description:
It was reported that the saw was getting hot while running. The account did not know if the event occurred during a procedure but were able to confirm that there were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an eval confirmed the complaint of the device getting hot. A worn latch and sag back square hole caused the device to have excessive current and warm up. The device was repaired and returned to the customer.